Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 867691 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included sinus operation and gallstones. Concomitant products included anovlar (loestrin) and medroxyprogesterone (depo provera). In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes (hormonal fluctuations during essure use, decreased hormone levels following removal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis contact ("increased sensitivity to detergents"), perfume sensitivity ("fragrances in things that touch my body"), pruritus generalised ("random itching all over"), mycotic allergy ("allergy to otc yeast infection medications"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression"), dermatitis allergic ("allergic dermatitis to random things I had never reacted to before"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), coital bleeding ("bleeding after intercourse"), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping/lower abdominal pain during urination"), mood swings ("extreme mood swings"), complication of device removal ("complications from your essure removal procedure") and dysuria ("pain with urination"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, abdominal pain lower, mood swings and dysuria had resolved, the dyspareunia, migraine, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dermatitis contact, perfume sensitivity, pruritus generalised, mycotic allergy, cystitis, urinary tract infection, vaginal infection, dermatitis allergic, dysmenorrhoea, vaginal discharge, coital bleeding, dysfunctional uterine bleeding and complication of device removal outcome was unknown and the hormone level abnormal and depression was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, coital bleeding, complication of device removal, cystitis, depression, dermatitis allergic, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, mycotic allergy, pelvic pain, perfume sensitivity, pruritus generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 867691) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included sinus operation and gallstones. Concomitant products included anovlar (loestrin) and medroxyprogesterone (depo provera). In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes (hormonal fluctuations during essure use, decreased hormone levels following removal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis contact ("increased sensitivity to detergents"), perfume sensitivity ("fragrances in things that touch my body"), pruritus generalised ("random itching all over"), mycotic allergy ("allergy to otc yeast infection medications"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression"), dermatitis allergic ("allergic dermatitis to random things I had never reacted to before"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), coital bleeding ("bleeding after intercourse"), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping/lower abdominal pain during urination"), mood swings ("extreme mood swings"), complication of device removal ("complications from your essure removal procedure") and dysuria ("pain with urination"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, abdominal pain lower, mood swings and dysuria had resolved, the dyspareunia, migraine, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dermatitis contact, perfume sensitivity, pruritus generalised, mycotic allergy, cystitis, urinary tract infection, vaginal infection, dermatitis allergic, dysmenorrhoea, vaginal discharge, coital bleeding, dysfunctional uterine bleeding and complication of device removal outcome was unknown and the hormone level abnormal and depression was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, coital bleeding, complication of device removal, cystitis, depression, dermatitis allergic, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, mycotic allergy, pelvic pain, perfume sensitivity, pruritus generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 29-mar-2018: pfs received. Event added: pain with urination. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 867691) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included sinus operation and gallstones. Concomitant products included anovlar (loestrin) and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes (hormonal fluctuations during essure use, decreased hormone levels following removal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis contact ("increased sensitivity to detergents"), skin odour abnormal ("fragrances in things that touch my body"), pruritus generalised ("random itching all over"), mycotic allergy ("allergy to otc yeast infection medications"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression"), dermatitis allergic ("allergic dermatitis to random things I had never reacted to before"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), coital bleeding ("bleeding after intercourse"), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping"), mood swings ("extreme mood swings") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, abdominal pain lower and mood swings had resolved, the dyspareunia, migraine, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dermatitis contact, skin odour abnormal, pruritus generalised, mycotic allergy, cystitis, urinary tract infection, vaginal infection, dermatitis allergic, dysmenorrhoea, vaginal discharge, coital bleeding, dysfunctional uterine bleeding and complication of device removal outcome was unknown and the hormone level abnormal and depression was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, coital bleeding, complication of device removal, cystitis, depression, dermatitis allergic, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, mycotic allergy, pelvic pain, pruritus generalised, skin odour abnormal, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. All relevant medical history, concurrent condition, lot number were added. Events hormone level abnormal, vaginal haemorrhage, menorrhagia, dermatitis contact, skin odour abnormal, pruritus generalized, mycotic allergy, cystitis, urinary tract infection, vaginal infection, anxiety, depression, dermatitis allergic, dysmenorrhoea, vaginal discharge, fatigue, coital bleeding, dysfunctional uterine bleeding, abdominal pain lower, genital haemorrhage, mood swings, complication of device removal, device monitoring procedure not performed were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 27-year-old female patient who had essure (ess205) (batch no. 867691 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included sinus operation, gallstones and seasonal allergy since (B)(6). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), fexofenadine hydrochloride (allegra) since (B)(6), loratadine, pseudoephedrine sulfate (claritin-d allergy) since (B)(6) and medroxyprogesterone acetate (depo provera). In (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), perfume sensitivity ("fragrances in things that touch my body"), pruritus generalised ("random itching all over"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dermatitis allergic ("allergic dermatitis to random things I had never reacted to before"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and coital bleeding ("bleeding after intercourse") and was found to have hormone level abnormal ("hormonal changes (hormonal fluctuations during essure use, decreased hormone levels following removal)"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), dermatitis contact ("increased sensitivity to detergents"), mycotic allergy ("allergy to otc yeast infection medications"), cystitis ("bladder infection"), anxiety ("anxiety"), depression ("depression"), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping/lower abdominal pain during urination"), mood swings ("extreme mood swings"), complication of device removal ("complications from your essure removal procedure") and dysuria ("pain with urination") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, fatigue, abdominal pain lower, mood swings and dysuria had resolved, the dyspareunia, migraine, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dermatitis contact, perfume sensitivity, pruritus generalised, mycotic allergy, cystitis, urinary tract infection, vaginal infection, dermatitis allergic, dysmenorrhoea, coital bleeding, dysfunctional uterine bleeding and complication of device removal outcome was unknown, the hormone level abnormal and depression was resolving and the vaginal discharge had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, coital bleeding, complication of device removal, cystitis, depression, dermatitis allergic, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, mycotic allergy, pelvic pain, perfume sensitivity, pruritus generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received, event outcome, patient concurrent condition and concomitant medication were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and migraine ("migraines"). On an unknown date, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2010, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, dyspareunia, migraine, alopecia and weight increased outcome was unknown. The reporter considered alopecia, dyspareunia, migraine, pelvic pain and weight increased to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.